Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of thrombosis is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2018, a 2.75 x 28 mm xience sierra stent was implanted in the mid left anterior descending (lad) artery. On (B)(6) 2018, the patient presented with chest pain and was re-admitted to the hospital. On (B)(6) 2018 in-stent thrombosis was confirmed via angiography and balloon angioplasty was performed, resolving the event and restoring flow to timi3. There was no reported adverse patient sequela. No additional information was provided.